Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer¿s son experienced high blood glucose level of 31 mmol/l. The customer¿s son received no delivery alarm twice. His son had an inf set in his body for a day and got no delivery alarm while bolusing. It was reported that they had resistance during plunger push on the reservoir. It was reported that insulin came out smoothly out of the reservoir after reconnecting the reservoir. Customer¿s son was reconnected to the insulin pump and corrected his high blood glucose level. Advised customer to monitor son's blood glucose levels for now. The reservoir was not returned for analysis.